Manufacturer narrative:
Patient date of birth and weight not available for reporting. Date of device breakage is not known complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Facility address and telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the 3.5mm titanium locking compression plate (lcp) proximal humerus plate on (B)(6) 2018. It was determined on unknown date that the plate broke. Patient was returned to surgery on march 21, 2018 where the broken plate was removed. This report is for one (1) 3.5mm titanium lcp proximal humerus plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient also experienced a non-union and reduced range of motion after the fracture. It was noted the patient experienced psychological depression due to the event. The revision procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 441.903, lot# 9530171. Manufacturing location: raron, release to warehouse date: jul 07, 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process.review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Complaint description was confirmed based on the received pictures. Thus, this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.